Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting. The information states that it is unknown how the procedure was concluded, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during surgery it was noticed that the tensioner is worn out, loose. No delay was reported. There was no backup available to complete the procedure. There was no injury or patient impact.